Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)

Event description:
The patient reported they were experiencing poor telemetry or no telemetry with recharging and poor communication. It was reviewed how to position the antenna over the implantable neurostimulator (ins) and repositioning the antenna but this didn't resolve the issue. The last time the patient recharged was two to three days ago, and last felt stimulation on (B)(6) 2015. When the patient was later asked what steps were taken to resolve the poor communication she stated there wasn't poor communication. The patient spoke to a lady who told them what to do and got their device working. Relevant medical history includes non-malignant pain.

Event description:
Additional information received from the patient reported that they were able to resolve their issues over the phone. They got their device working within 10 minutes, and were feeling effective stimulation.